Event description:
It was reported that during a da vinci s cardiac surgical procedure, the surgical staff decided to reposition a system arm for better port placement. While the system arm was undocked from the pt, the instrument that was installed on the system arm was still connected to the generator and inadvertently energized. The system faulted and error code #1 was displayed. The surgeon decided to convert the procedure to traditional open surgical techniques to finish the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #1 was generated when the instrument installed on the system arm was energized during the time it was undocked from the pt. Extensive system testing was performed with no issues found, and system performance was verified. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #1 appears when the da vinci s safety system determines that a power supply voltage was out of range. Upon determining this condition, the safety systems put da vinci s in a "recoverable safe state". As of (B)(4), there have been no reported recurrences of the issue at this hospital.